Event description:
Customer reported the white top broke off from the clear body of a 2000e. Smartsite cap luer locked directly onto medication syringe loaded into alaris syringe pump module. IV extension tubing luered into the smartsite cap. When changing tubing or afterwards, the smartsite cap breaks/leaks at the white portion which then causes sterile procedure to change entire cap/tubing. There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). Although requested on multiple occasions, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned.